Event description:
As reported from (B)(4), a patient experienced periprocedural mi post index procedure as per received cec adjudication minutes. At the time of index procedure, the angiography revealed two vessels diseased. The indication for the procedure was unknown. The first vessel treated was mid right coronary artery which was described as 15mm in length, class b2, mildly calcified, and de novo with 85% stenosis. The reference vessel was 2.75mm in diameter. The lesion was pre-dilated with a 2.5 x 15mm balloon at 16atm as a planned procedure and a 3.5 x 18mm cypher rx was implanted at 17atm. The stent was post-dilated with a 2.7 x 15mm balloon at 14atm for unknown reasons. The pre-timi was 0 and there was no occlusion reported. The post-timi was iii. The second vessel treated was the ostial edge of the 1st obtuse marginal which was described as 22mm in length, class c, and de novo with 99% stenosis. The reference vessel was 2.75mm in diameter and mildly tortuous. The lesion was pre-dilated with a 2.5 x 12mm balloon at 12atm as a planned procedure and a 2.5 x 23mm cypher rx was implanted at 8atm. The stent was post-dilated with a 2.7 x 12mm balloon at 4atm for unknown reasons. The pre-timi was 0 and there was no occlusion reported. The post-timi was iii. Six - 12 hours post index procedure, the ck-mb was 5.2 (5 unl) and the troponin t was 0.05 (0.01 unl). Sixteen - 24 hours post index procedure, the ck-mb was 6.9 (5 unl) and the troponin t was 0.15 (0.01 unl). As per the adjudication report, the ECG core lab report was unavailable and the additional information including admission report, discharge summary and ECG tracings was not received from the site. This elevation of enzymes was later diagnosed as a periprocedural mi according to the received cec adjudication minutes. There were no procedural and angiographic complications reported and the patient was discharged after four days of treatment.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, bivalirudin, plavix, coreg, glipizide, lasix, levoxyl, lipitor, lisinopril, lovenox, norvasc, novolin, and xopenex. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00220 and 3003742446-2012-00221.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi during the index procedure. This is a (B)(6) female with medical history including nstmi (B)(6) 2010, dyslipidemia, hypertension, chf (unknown class), diabetes and non-hemodialysis dependant renal failure. The indication for the index procedure was shortness of breath and acs. Angiography revealed an 85% stenosis in the mid rca and a 99% stenosis in the 1st om. In (B)(6) 2010, the index procedure was performed for treatment of two target lesions. The first lesion treated was the mid rca. Pre-dilation and single study stent implantation were completed successfully. The core lab reported a 28% residual stenosis, no dissection and timi 3 flow. The second target lesion treated was 1st om. Pre-dilation and single study stent implantation were completed successfully. The core lab reported a 23% residual stenosis, no dissection and timi 3 flow. Pre-procedure, no cardiac enzymes were drawn. Post procedure the ckmb was not tested; the ckmb was 5.2 and the troponin was 0.05. Later the ckmb was 6.9 and the troponin was 0.15. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The core ECG lab report was not available. Additional source documentation was requested from the site; however, the site responded "no source." The site reported no post-procedural complications and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15096569 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00220 and 3003742446-2012-00221.